Event description:
It was reported that a patient underwent a gynecological procedure during in 2008. During the procedure, the motor drive unit "cuts out" when the hand piece is used with it. A second motor drive unit was used to successfully complete the procedure with no adverse patient consequence.

Manufacturer narrative:
Insufficient drive of disposable - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In additional, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.